Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The surgeon reported via the clinical support specialist, that whilst implanting the exeter intramedullary plug, the plug broke inside the patient's femur. The surgeon described the device breakage as 'caving in' but it did not break into separate pieces. The surgeon reported that the plug was completely removed from the femur and a replacement device was immediately available to complete surgery successfully.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was not confirmed. Device evaluation and results: not performed as no device was returned. Medical records received and evaluation: not performed and not relevant to this investigation, the reported product was not implanted. Device history review: DHR review was satisfactory. Complaint history review: a complaint history review confirmed one other similar event for the reported lot. The cause of this event could not be determined as the item was not returned for evaluation. The exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics.

Event description:
The surgeon reported via the clinical support specialist, that whilst implanting the exeter intramedullary plug, the plug broke inside the patient's femur. The surgeon described the device breakage as 'caving in' but it did not break into separate pieces. The surgeon reported that the plug was completely removed from the femur and a replacement device was immediately available to complete surgery successfully.